Event description:
A patient has been in dual retainers since june and recently saw an in-person orthodontist who provided a letter of recommendation and concerns over the patient's current bite. Due to the bite complexity and the recommendation to the patient to seek traditional chairside orthodontist for further treatment.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.